Manufacturer narrative:
Follow-up #1: date of submission 08/17/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/23/2015 with the following findings: a review of the pump black box history showed that loss of prime warnings had occurred; on (B)(6) 2015, the pump loss or prime occurred at 09:22 but the pump was not resumed until 10:28, on (B)(6) 2015, a loss of prime occurred at 21:55 but the delivery was not resumed until (B)(6) 2015 at 00:28. A force sensor calibration test confirmed the pump was detecting the correct amount of force. The pump was exercised for 24 hours without loss of primes occurring. A delivery accuracy test was performed and confirmed that the pump was delivering within specifications. The pump was opened and confirmed no damage to the force sensor assembly or circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging multiple prime (loss of prime) issues. The reporter stated that the patient had a blood glucose (bg) as high as 800¿smg/dl with moderate ketones, nausea, difficulty breathing, thirst, lethargy, extreme drowsiness, shortness of breath and symptoms of dehydration. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the bg excursion the patient experienced due to a loss of prime issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).